Event description:
The pt was implanted with a left ventricular assist device (lvad), it was reported by the vad coordinator that the pt died at home. The pt's significant other found the pt approx 24 hours from time of death. The cause of death is unk. The alarm status is unk since the pt was alone and had expired. No other info is available and no autopsy was performed.

Manufacturer narrative:
The pump was not returned to the MFR for eval, as it was not explanted and an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported event could not be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder